Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water didn't get cold. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was heating and cooling malfunction. They replaced a heater assembly and mixing pump.

Event description:
It was reported that the arctic sun device water didn't get cold. Per follow up information received via email on 19aug2024, they repaired the device on the customer site. The problem was heating and cooling malfunction. They replaced a heater assembly and mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. Heating issue. Replaced heater. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.